Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed and recommended to continue to monitor, as well, reprogramming options were suggested. No adverse patient effects were reported. This lead remains in service.